Manufacturer narrative:
(B)(4).the service engineer evaluated the ventilator and verified the malfunction. The se replaced the power supply, which resolved the issue. The ventilator passed self-testing.

Event description:
The customer reported the ventilator was inoperable. The ventilator was not on a patient at the time of the event.